Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient went to emergency room due to continous bleeding at the site of insertion. Patient encountered damaged blood vessel due to cannula hit. Patient recieved stiches for the cut. Infusion set was in use for 72 hours. Patient stayed for 3 hours in the emergency room. No further information available.